Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as a non-specific back injury. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
When the consumer was using the commode, the side frames allegedly came loose, causing the consumer to fall and injure her back.